Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017 and 22/jul/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Connective tissue disease: concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants." Fibromyalgia: "in the pivotal study, self-reported signs and symptoms were collected in the categories of general, gastrointestinal, neurological, urinary, global, pain, fatigue, fibromyalgia, joint, muscular, skin, and other. For primary augmentation patients, no significant increases were found. Statistically significant increases were found for primary reconstruction patients in the symptom categories of joint and pain at 4 years. The pivotal study was not designed to evaluate the cause and effect associations because there is no comparison group of women without implants, and because other contributing factors, such as medications and lifestyle/exercise, were not studied. Therefore, it cannot be determined whether this increase was due to the implants or not, based on the pivotal study. However, a patient should be aware that she may experience an increase in these symptoms after receiving breast implants."

Event description:
Patient reported being diagnosed with connective tissue disease or disorder, specified as "mixed connective tissue disease." Health professional additionally reported the patient was diagnosed with "fibromyalgia." Patient additionally reported a left side reoperation due to "possible autoimmune related issues." Surgical reoperation has occurred. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lupus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported being diagnosed with "lupus or lupus-like syndrome."